Manufacturer narrative:
B3-date of event is estimated. A patient experienced an infection at ipg site and lead sites was reported to abbott. The patient was treated with antibiotics. Patient was asymptomatic but the drainage persisted. Surgical intervention was undertaken wherein the entire system was explanted to address the system. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that patient experienced an infection at ipg site and lead sites. Patient was treated with antibiotics for three weeks. Patient was asymptomatic but the drainage persisted. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the system.